Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that during service testing performed by the customer the cs300 intra-aortic balloon pump (iabp) displayed an "electrical test failure code 52" upon start-up. This iabp was purchased used from a third party vendor and the customer is requesting preventative maintenance (pm) after the error code was displayed. There was no patient involvement, therefore, no adverse event was reported.

Event description:
It was reported that during service testing performed by the customer the cs300 intra-aortic balloon pump (iabp) displayed an "electrical test failure code 52" upon start-up. This iabp was purchased used from a third party vendor and the customer is requesting preventative maintenance (pm) after the error code was displayed.there was no patient involvement, therefore, no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to perform the requested preventative maintenance (pm). Upon initial evaluation, the unit would not complete an autofill and displayed ¿maintenance required code #2¿. Further evaluation detected autofill failures with an index code of 16 0 and 9 0 along with electrical test fail code #58. These codes indicated that the transducers were out of specification along with the system failing due to the need of the field action. To address the failures, the stm performed the solenoid driver board field safety corrective actions (fsca), replacing the solenoid driver board. In addition, the stm performed the gasket kit fsca and datasette/software fsca, along with completing the pm. Full calibration and functional check was performed per the factory calibration procedures. The iabp unit functioned correctly according to factory specifications, was returned to the customer and cleared for clinical use.